Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s glucose readings displayed ¿high,¿ confirmed by a fingerstick of 347 mg/dl, with no leaks or moisture observed at the infusion site or tubing; the user had not eaten since breakfast and performed outdoor physical labor, and they calibrated the sensor by manually entering the fingerstick and elected to wait to observe a natural decline, after which a downward trend to 335 mg/dl was confirmed. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of the event details. Investigation of this case revealed no findings available, insufficient information regarding a specific device problem, and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.